Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: upon review of the an internal preliminary risk assessment, the particles referenced are considered not to cause a risk to the patient. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-28711, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The implant has the styrofoam packaging stuck to the condyles.